Event description:
A patient was positioned head first for a spine examination. After the examination, reddening of skin was observed on the left arm which, according to the patient, later developed into two blisters of 1.7cm in diameter. The patient did not return to the hospital for treatment or to have the injury looked at.

Manufacturer narrative:
(B)(4). Method, results, conclusion (other) - the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.